Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe, as it is not related to the device. Plug strap separated: no observed, plug strap separated. Anxiety-product/procedure: unable to observe, as it is not related to the device. As per the investigation procedure: creases and opening on posterior side assessed, as fold flaw opening were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Healthcare professional, additionally reported, plug strap separated. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional additionally reported plug strap separated.